Manufacturer narrative:
Product ID 8709sc, lot# 0206128660, implanted: (B)(6) 2012, product type catheter.

Event description:
It was reported that during device system implant on (B)(6) 2012 it was 'impossible to implant the catheter into the intrathecal space.' Several attempts were made in order to implant the spinal catheter segment. As the patient was positioned in lateral position, and due to anatomical characteristics of the patient (3 vertebral fractures due to multiple myeloma), it was decided not to implant the catheter on this day. The patient was implanted with the pump and the pump connection segment of the catheter. On (B)(6) 2012 the patient was implanted with the remainder of the catheter. The intraspinal segment was connected to the partially implanted previous catheter. Cerebrospinal fluid backflow was verified and there were no incidents during the implant. There were no patient symptoms related to this event. The event was reported as resolved. The device system was intended to deliver infumorph.